Event description:
Patient reported experiencing elevated blood glucose (28.9 mmol). Patient indicated that she was taking antibiotics and cough syrup for bronchitis. Patient indicated that on the same day she switched to her backup device, she stopped taking her antibiotics and cough syrup, and her blood glucose began to drop. Patient indicated that she believed the device caused the elevated blood glucose.